Manufacturer narrative:
Results: the pet lock was damaged and slipped off the hypotube on the proximal end of the pusher assembly. The pull wire was retracted out of the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned ruby coil confirmed a detached embolization coil. Further evaluation revealed that the pet lock on the proximal end of the pusher assembly was damaged and slipped off the hypotube. The root cause of this damage could not be determined; however, if this occurs, the pull wire may retract out of the pusher assembly ddt and the embolization coil will detach. The embolization coil was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-02347.

Event description:
The patient was undergoing a coil embolization procedure in the three branch vessels of the internal iliac artery (iia) using pod coils, ruby coils, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, two pod coils and one ruby coil were implanted in a branch vessel using the handle. While attempting to advance a pod coil into the second branch vessel, the coil detached inside the microcatheter and partially in the vessel. However, the physician was able to push it into the target site. Next, the physician encountered resistance while advancing a ruby coil and subsequently, the ruby coil detached while advancing through the proximal shaft of the microcatheter. Therefore, the microcatheter and ruby coil were removed from the patient together and the ruby coil was removed from the microcatheter. The procedure was completed using four additional ruby coils, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.